Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm reported.

Manufacturer narrative:
(B)(4). Additional data/failure field service technician investigation discovered physical item jam.